Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device was returned to facility (B)(6) because of chemo spill. The pump itself is currently bagged up in a ziplock bag with leaking chemo dose. Patient was not harmed.

Manufacturer narrative:
Corrected data: h6. Sample was received; disregard device not returned.

Manufacturer narrative:
Additional information is provided for h.2 and additional information is provided for h.2 and h.6. One sample was received for evaluation. Visual inspection revealed the sample was received in a plastic bag, not its original packaging and in used conditions; damage to the plate and bridge above the tube were noted. The reported complaint was confirmed. The root cause could not be determined. No lot number was provided; therefore, a history record review could not be conducted. For all enquiries or follow-up questions related to the record, do not use (B)(4)located in sections g.1., please direct those to the following: (B)(4).